Manufacturer narrative:
Root cause could not be determined. The customer received a replacement device.

Event description:
The customer contacted stryker to report that their device would not power on during a training. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. The unit was removed from service. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on during a training. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.